Manufacturer narrative:
The device investigation has been completed and the results are as follows: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: the implant was returned but not in the original package. The part was verified to be a hahn tapered implant 3.5 mm x 11.5 mm (70-1154-imp0006). The returned implant had no defect or non-conformity. The threads were intact and the internal features were fine. Bone debris was observed from the implant. Root cause: probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in implant placement section: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability. IFU 3034554 rev 1.0 (hahn tapered implant system instruction for use) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.".

Manufacturer narrative:
The device has not been returned. When the device is returned it will be investigated and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type iii. The patient presented on (B)(6) 2020 for primary procedure on tooth #9. The patient has a history of periodontal disease. Upon examination, the provider reported the implant had no primary stability and spinning at the surgical site. It was that time the implant was removed and replaced with an implant of a larger size. The provider states the patient current status as "healthy".